Manufacturer narrative:
Combination product: yes.

Event description:
This rv lead was explanted due to perforation. During the extraction, the patients chest needed to be opened due to excessive bleeding and during this, the cautery came in contact with the pacemaker which allowed for electrical energy to be conducted down this cut rv lead to stimulate tissue and induced vf. The patient had to be externally shocked and patient is now stable. Should additional information be received this file will be updated.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 50.5 cm distal to the is-1 connector pin. The distal fragment including the lead tip was not returned. The lead was probably cut during the explantation procedure. The returned lead fragment was analyzed. The inspection revealed that the insulation was, apart from the present cut, free of breaches. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observations. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.